Manufacturer narrative:
On (B)(6) 2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. During the visual evaluation of the device, a tear was observed in the anterior view measuring approximately 0.3 cm. Leak testing was performed, in accordance with mentor procedures, and no more leak sites were detected during the analysis. Microscopic examination was performed and the cause of the deflation could not be identified. As the authorization form for examination was not received the product evaluation lab could not identify a conclusion due to the specific nature of this deflation. The evaluation was limited to additional non-destructive testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 425cc saline breast prosthesis that deflated after implantation. Deflation of the patient¿s left breast prosthesis was reported. As a result, the patient underwent unilateral explantation and replacement with an unspecified breast prosthesis on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).